Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention (hospital). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated their condition had improved and they did not currently have any diabetic symptoms. Customer had gone to the hospital the day before; customer declined to continue stating she was busy and requested a call at a later time. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and they did not currently have any diabetic symptoms. Customer had gone to the hospital on (B)(6) 2025; customer's blood glucose when tested using paramedics meter had been 547 mg/dl (fasting or non-fasting undisclosed). The diagnosis was high blood glucose and customer was treated with insulin. Caller did not recall the customer's blood glucose test result at the hospital but after insulin the customer was discharged with a blood glucose of 124 mg/dl non-fasting. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-3). Friend is calling on behalf of the customer. The customer¿s expected blood glucose test result range was not provided. During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2026 and open vial date is day prior to the call. Customer had had called her primary doctor that morning but they haven't called back; they also contacted the pharmacy but they referred them to manufacturer. The customer reported symptoms of dry mouth and confusion; caller stated they will call 911.